Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that the dialyzer was noted to be occluded during a patient's hemodialysis (hd) treatment. The defect was noted immediately into the treatment. Half of the dialyzer was red and the other half was white after the initiation of the patient¿s treatment. The biomed reported that there were no issues noted during prime. The patient was restarted on the same machine and treatment completed successfully with new supplies. The new dialyzer used was from a different lot. There were no adverse events, injuries, or medical intervention required as a result of the reported event. The patient¿s estimated blood loss was unknown. The dialyzer was discarded and is not available to the returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.